Event description:
End user states dc adapter fuse keeps blowing. He has changed the fuse twice and the third time the fuse went the charger started to smoke.charger is outside warranty so she referred end user to several dealers.